Event description:
This ccs console was not on a pt. Hospitals in other country supply their own air tank connectors to meet their needs, as the fittings differ from the air tank connectors used in the united states. During a routine console checkout, the primary air tank was installed in the css console and connected to the primary air tank line with a hospital-supplied air tank connector. After the air tank was opened, an air leak was heard emanating from the air tank connector. The air tank connector was replaced, and the air leak resolved. The css console successfully passed the console calibration protocol. Initial assessment of the hospital-supplied air tank connector resulted in the observation that the connector was constricted or pinched. This alleged failure mode poses no risk to a pt because it occurred during routing console checkout and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the on-board backup air supply system was not affected. The console also has a redundant means of supplying air by connecting to hospital wall air. Syncardia has completed its eval and is closing this file.